Event description:
It was reported by service report that the steer/brake pedal was broken exposing sharp edges. It was further reported that a hospital transporter was using the brake pedal to stand on while wheeling the stretcher. No patient involvement or adverse consequences are reported.